Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "patient was treated with the incorrect surgery plan. Mr at 1 day post-op same as pre-op" (undercorrection). Product problem(s): "incorrect treatment plan". A laser technician reported that incorrect surgery plan was used on a pt. The error was discovered at 48% complete and the surgery was stopped. The pt was seen at 1 day post-op and the manifest refraction and bcva equaled her pre-op measurements. The surgeon plans to have the pt heal, re-measure and then treat. The laser technician stated this was a user error and systems have been put into place to prevent a similar incident from recurring. Add'l info has been requested.